Event description:
A healthcare facility in (B)(6) reported that an iw980 wall mount warmer had a cracked warmer head casing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. Upon completion of the evaluation, the upper and lower head case was returned to fisher & paykel healthcare ((B)(4)) for evaluation. An investigation was carried out based on the evaluation done fisher & paykel healthcare's service center, photographs taken by the service center and evaluation of the returned head case. Results: the screw boss on the upper head case was found to be broken. Chips from the screw boss were found inside of the case. Six of the plastic retaining tabs that hold the baffle insulation and reflector in place were also found to have been broken and detached from the case. A longitudinal hairline crack was found over the screw hole on the lower case. Both the upper and lower cases had sticky residue on the front of them. No functional faults were found with the warmer assembly as it operated properly during testing. A lot check revealed one other complaint of this nature for lot number 061026. Conclusion: the iw980 is a wallmount infant warmer. The warmer head can be swiveled 130 degrees left or right from center position. It is possible for the warmer head assembly to sustain accidental impact damage. Based on inspection of the damage to the warmer head, it is likely that the head had sustained accidental impact damage. It is likely that the warmer head was broken due to a sideways force. It also appears as if stress was placed on the screw, resulting in cracking over time. It is possible that the case had been held together by tape, leaving residue on the upper and lower cases. A new warmer head case has been fitted to the warmer element. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that an iw980 wall mount warmer had a cracked warmer head casing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was returned to fisher & paykel healthcare's regional office and service center in (B)(4). The faulty components are currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up upon receipt of the device components and completion of our investigation.